Event description:
It was reported that the user contacted support to request a factory reset and to report a low blood glucose while using dexcom g7 with ilet, stating that meal announcements and corrections seemed to deliver too much insulin; the user treated with 20 grams of oral carbohydrates and glucose values were trending upward. Symptoms included hypoglycemia and dizziness. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.